Event description:
Port was correctly accessed with 22 gauge x 1/2 inch needle. Rn unable to flush or obtain blood return. Needle was discontinued and a new needle was placed. With the new needle, the port was easily flushed and blood return was easily obtained.